Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was causing the patient to feel pain in the pocket. The lead was explanted. No additional adverse patient effects were reported.